Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip joint replacement; (B)(6) hospital (B)(6) 2018 - whilst using the small calcar planer, the surgeon stated how blunt it was (it was smoking), however continued to use it (as the other one was too big), this in turn damaged the broach that was in situ. Action taken to manage the problem during the procedure: wound was irrigated. No ae to patient. No delay to procedure.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.